Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vagina swallowed it, tampon [foreign body in reproductive tract]. Case description: consumer reported via social media that their vagina swallowed tampon and now it's stuck. No serious injury reported.